Event description:
It was reported that a male patient underwent a ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered several complications such as cardiac perforation, cardiac tamponade, pleural effusion and surgical intervention, which required fluids, protamine, adrenaline, an epicardial tap, aramine, sternotomy and fluid drainage from lungs. The patient did require extended hospitalization and his medical history is unknown. The patient was reported to be in stable condition at the time bwi followed-up with the affiliate. The physician¿s opinion regarding the cause of this adverse event is that after they placed a pigtail catheter to drain a little fluid from the epicardial space (normal to do post procedure), the wire might have kinked in the epicardial space. During the exchange the physician believes that the extra pressure required to advance the introducer back over the now-kinked wire directed the introducer anteriorly where it exited the pericardium to the anterior mediastinum. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Bwi concomitant products: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4). Non-bwi products used: cs catheter (bard product), rv catheter (st. Jude product). (B)(4).